Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead was capped/abandoned due to noise, oversensing and pacing inhibition. Asystole less than 2 seconds. A new rv lead was placed. Should additional information be received, this file will be updated.